Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy, after the devices were fired, the jaws would not open. The jaws were pried open without incident. A second device was pulled and fired to have the same results. The surgeon believes that he may have fired over a staple line with the second device. Another device was used to complete the case. There was no adverse consequence to the pt.